Manufacturer narrative:
(B)(4). Upon follow up it was reported the cause of the peritonitis was due to a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. It was unknown if the patient was hospitalized for the peritonitis event. Treatment and action with pd therapy were previously reported. At the time of this report the patient outcome was not reported. It was unknown if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with cefazolin (dose, route, and frequency not reported) and amikacin(dose, route, and frequency not reported) for two weeks for peritonitis. Extraneal and reguneal therapies remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.